Event description:
It was reported to boston scientific corporation that a jag precursor guidewire was used during a endoscopic retrograde cholangiopancreatography procedure performed in 2007, (male patient; weight is unknown). According to the complainant, a small piece of coating on the tip of the jagwire fell off before the wire entered into the biliary passage, when the physician was trying to introduce the jagwire. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "well."

Manufacturer narrative:
Visual examination confirmed the customer's complaint, as the incident device exhibited the pebax (coating) material partially missing, exposing the core wire. The most probable root cause has been attributed to a sharp object that may have came into contact with the distal tip of the unit during the procedure, thus compromising the integrity of the pebax segment. The device history record was reviewed and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release.